Manufacturer narrative:
Product event summary: the data files for the date of the reported event were returned and analyzed. The data files did not match the reported catheter as stated in the complaint. The reported catheter, 2af284 with lot number 73323, was not returned for analysis; no product malfunction was reported. A known clinical issue was encountered during the procedure.

Event description:
It was reported that during a cryo ablation procedure there was decrease in palpation and compound motor action potential (cmap) of the diaphragm. Double stop was performed and the diaphragm movement on palpation and cmap kept decreasing and eventually stopped. Phrenic nerve palsy was confirmed which did not resolve upon leaving the operating room. The procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.